Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable.  The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported, a 4mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). The saber rx pta balloon was used for pre-dilation after an unknown guidewire crossed the lesion. The vessel level of calcification is moderate. The device was prepped per the instructions for use (IFU). The device was prep normally. The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was not torqued against resistance. There were no kink/bent noted after the device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device will be returned for evaluation as it was discarded in the hospital.